Event description:
It was found that the screw site of the product was broken when it was checked upon the insp.

Manufacturer narrative:
Method: complaint history analysis, risk assessment, mfg record review and visual insp. Results: there have been 2 previous reports involving these crosslinks for similar failures. Those investigations concluded that the fractures were the result of loosening the center nut with too much force. Upon insp, it was confirmed that about half of the rivet bolt is missing. The mfg record of this batch was also reviewed and no discrepancies were noted. In this instance the crosslink was found during insp, so there was no pt involvement. If this was found during surgery another crosslink could be used instead. Conclusion: the cause of the failure is the same as the previous reports. The ctr nut was loosened with too much force which led to the fracture of the rivet bolt.